Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3- device available for evaluation updated from returning to not returning.

Event description:
Subsequent to the initially filed report, the following information was received:the footplate was intact with the device when removed. An x-ray confirmed that nothing was left behind in the anatomy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery with a prostyle device using the pre-close technique via a 7f sheath hole prior to an interventional endovascular aneursym repair (evar) procedure. Reportedly, some resistance was noted when trying to retract the foot and remove the device. The device separated into two pieces at the foot plate, and the plastic tip [sheath] was left in the artery. A surgical cutdown was performed to remove the device. After the cutdown and regaining arterial control, the sheath was upsized to a 14f sheath and the evar procedure was completed. Hemostasis was achieved with surgical suturing via the cutdown surgery. A delay in discharge was reported as a result. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.